Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog #6470315, PMA #p060023 and (B)(4) was cleared in the united states. Event date: (B)(6) 2017 (date unknown). Implant date: (B)(6) 2012 (date and month are unknown). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent an unspecified spinal surgery for the implantation of cervical disc due to disc prolapse. Post-op, the patient fainted and fell on the ground. After the fall, patient had pain in her hands and a numbness. The nucleus inside the prosthesis was dislocated. Patient underwent revision surgery for the replacement of the prosthesis.

Manufacturer narrative:
Additional information: x-ray review result: a single post-op x-ray is provided which is an ap view. Level is unknown. The implant is seemed to be placed off of midline and is out of alignment by report the patient suffered a fall. It is unknown if the appearance of the graft and if the reported symptoms are 2 degree far from the adjacent level disease. If information is provided in the future, a supplemental report will be issued.